Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, it was reported that a beta bionics ilet user experienced an ¿insulin low¿ alert following a meal announcement, after which the supplies were changed. A duplicate meal announcement was later observed, but no adverse glucose event was reported. There was no report of end-user harm or adverse event associated with this case.